Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a abdominal aortic aneurysm. It was reported that, approximately four years and eleven months post index procedure, the patient had a type iii endoleak, fabric. The left iliac artery measured 20 mm in diameter. Intervention was performed. The endoleak was treated by relining with another manufacturer's stent graft. The internal iliac was embolized and a limb was extended into external iliac. The leak resolved. The physician stated that the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis (film review): the exact cause of the likely type iii fabric endoleak from the contralateral limb, could not be conclusively determined from the films provided. The pre-implant films, films during the index procedure, and earlier post-implant films were not provided. There appeared to be good distal seal, and no contrast was seen surrounding the limbs in the common iliac arteries. No stent dislocation, obvious suture break, or stent fracture near the area of contrast was observed. The lower aneurysm wall was heavily calcified, and the limbs were in close proximity to the calcified wall. It is possible that calcification in close proximity to the limbs may have contributed to the type iii fabric endoleak via abrasion. The localized contrast seen in the proximal aortic neck (did not appear to extend into the aaa sac) may be due to disease progression, dilatation of the aortic neck.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.